Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what procedure was being performed? Cholecystectomy. Which firing did this occur on? 2-3rd firing. Did the clips fall or had to be removed? Some of the felt in, and some others had to be removed. How was the shape of the clips? The legs were crossed over. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Was torque or twisting applied when using the device? Yes sometimes. What vessel was the device fired on? Please specify also the diameter of the vessel in mm. Cystic artery, cystic duct (3-8mm). Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes outside the patient. What were the patient¿s pre-existing conditions? Goldstones. Does the patient have any relevant history of surgical treatments? If so, what? No. Was any further intervention required to repair the leak? We changed to another clip applier. Is the patient expected to have a full recovery? No serious complications to the patient were reported. What is the patient¿s current status? He is ok. Is the surgeon an experienced user of this product? Very experienced. Was there a recent conversion to ees devices in this account or with this surgeon? No. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was ejected due to the condition of the jaws and five conforming clips were fed and formed; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure there was an inappropriate placement of clips having as a consequence the insufficient blood vessel blockage.